Event description:
Paramedics used the device to administer external pacing to a pt diagnosed as bradycardic. The device alegedly stopped pacing multiple times during its use. Each time the operator would restart the pacing function. There were no adverse effects to the pt reported as a result of the alleged malfunction.